Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the valve on the vizigo¿ sheath separated from the sheath. The sheath was replaced, and the procedure was continued and subsequently completed. No adverse patient consequence was reported. Clarification was provided stating that the side port was broken/cracked. The reporter is unsure if the hemostatic valve dislodged inside/outside of the hub. The report is also unsure if the brim cap/hub detached from the sheath. The sheath was not used on the patient. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspections were performed following bwi procedures. Visual analysis revealed that the three-way valve was found separated from the sheath. The damage could be related to an excessive force while connecting or manipulation of the device during the procedure, however, this cannot be conclusively determined. The three-way valve was not returned for analysis. A device history review was performed for the finished device 60000145 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). Correction to initial report# (B)(4). It was stated in the event description that the lot number is not available. However, the lot number was retrieved from the returned device. Therefore, the d 4. Lot was populated on the initial 3500a report.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the valve on the vizigo¿ sheath separated from the sheath. The sheath was replaced, and the procedure was continued and subsequently completed. No adverse patient consequence was reported. Additional information was received, and it was reported that the lot number is not available. Clarification was provided stating that the side port was broken/cracked. The reporter is unsure if the hemostatic valve dislodged inside/outside of the hub. The report is also unsure if the brim cap/hub detached from the sheath. The sheath was not used on the patient. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).